Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for glucose level & npi needle pain. Occurrence: unable to perform complaint lot history check due to an unknown lot number for glucose level & npi needle pain. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, glucose level & npi needle pain), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer's blood glucose level would not go under 300 units when the unspecified bd¿ pen needle was used to inject lispro insulin. Due to lack of effect, the patient was treated with glulisine insulin and recovered. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "glycemnia not less than 300 [blood glucose increased] the pens last for 5 or 6 days and then lose effect / pens lose effect when stored out of the fridge after being opened [drug ineffective] in use pen is stored in the fridge, no ae [product storage error] patient felt pain when inejcting with bd needles [injection site pain]" "medical history was not provided. Concomitant medications included insulin degludec for type I diabetes mellitus. The patient received insulin lispro (humalog), via kwipen, for treatment of type I diabetes mellitus (dm1), beginning on an uncertain date, reported as (B)(6) 2020 or (B)(6) 2020. He received 1 international unit (iu) of insulin lispro per every 15g of carbohydrates, which summed up as: 2 to 3 iu in the morning, 6 iu at lunch and another 6 iu at dinner time. Route of administration was not provided. On an unknown date and time after starting therapy with insulin lispro, at least 10 devices presented an unclear issue and were not effective anymore" "it was added that the pens also lost effect when they were stored out of the fridge, so they were stored in the refrigerator even while being used. Due to the lack of effect, on (B)(6) 2020 the patient s glycemia would not go under 300 (units and reference normal range not provided). The patient was then treated with insulin glulisine and recovered. Moreover, it was reported that when insulin lispro was administered with bd 4mm needles, the patient felt pain, so now the mother was administering with the novofine 4mm needles. It was unknown if therapy suffered any changes after onset of events, and it was unknown if it continued or not. The mother of the patient was the operator of the device, and her training status was unknown. The device model and the devices in question had all been used since unspecified time. Of the 10 devices cited, four had been discarded, and the other six were in the mother s possession. The needles were used two times at most."